Event description:
Technician alleged that the bed exit is not working.

Manufacturer narrative:
Technician repaired a bad pin in the connector going to the bed exit activation board in the right head siderail to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.